Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, in (B)(6) 2011 (exact date is unknown) the j-tube was impossible to rinse. Duodopa was given in the gastric port. No change in the medical condition of the patient. Awaiting decision on whether a new j-tube will be placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.